Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked, and displayed lines across the screen. Reportedly, the touchscreen is unreadable. There was no impact to customer's blood glucose level. Customer reverted to insulin injections for insulin therapy.